Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 19 mg/dl. Reportedly, the customer administered a mealtime bolus but fell asleep without eating, which subsequently decreased their bg level. Reportedly an ambulance was called. Customer is unsure of the treatment received IV and fluids of saline. Customer was discharged later the same day with the issue resolved and no permanent damage.